Manufacturer narrative:
The technician found the head end brake caster would not lock due to a worn brake pad on the caster. He replaced the caster to repair the bed.

Event description:
Information received indicates the head section brake system doesn't work but the foot section is working.